Manufacturer narrative:
H11. . A device service history review has been performed and identified that the unit was manufactured in 2023 and one previous similar event has been reported on this device. Based on the investigation findings and considering the outcome of previous investigations into similar cases, the reported event has been attributed to a defective patient pump likely favored by the environmental conditions in which it works such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system showed an error indicating that the patient pump 1 was blocked (e18). The event occurred during priming. There was no report of any patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11. Livanova deutschland manufactures the heater cooler 3t system, the event occurred in the united states. Livanova field service engineer was dispatched to customer facility, confirmed the issue and, to fix it, patient pump 1 has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.